Event description:
A patient reported via a family member the patient has not felt stimulation in 2 weeks and they have a loss of therapy. Later the patient noted they have not felt stimulation since (B)(6) of 2016. The patient stated they are going to the bathroom a lot again. The noted they saw a healthcare professional (hcp) 2 months ago and they said thought looked okay. The patient reported they do not feel stimulation and the therapy is on. The patient also said they had a return of symptoms and they were considered sudden. The patient is implant for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.